Manufacturer narrative:
Complaint confirmed for straight shots, due to a small piece of wire being lodged in the tip. This occurs when the user deploys more than the recommended number of constructs as specified in the instructions for use for this device.

Event description:
It was initially reported that device had a bent shaft. Upon receipt and preliminary evaluation of 06/21/07, device was found to be firing straight shots.